Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider alleges the chair will be driving and then will stop.